Manufacturer narrative:
The investigation for the hemolysis and limb ischemia has been completed. Data logs were reviewed and no issue was found on the logs. The product was not returned for review. The root cause of hemolysis was unable to be determined as limited clinical details were provided and no product was returned for review. As all the necessary information was not provided, the root cause of the limb ischemia was not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant had placed an impella cp to support a post myocardial infarction in the community. The patient did not receive cardiopulmonary resuscitation in the field while awaiting emergency medical services. Neurological status is not known. The patient was catheterized and was placed on impella cp but there was signs of hemolysis and limb ischemia. This did not prompt the team to explant. The patient was determined to be in multi system failure with no neurological function post myocardial infarction. The patient was weaned down to p-2 but within a few hours the patient expired and care was withdrawn. Upon review by abiomed's medical safety, the use of the device cannot conclusively be associated with the outcome. Patient's peri-procedural condition was critical.